Event description:
It was reported by the biomedical engineer that the device shut down. Staff intervention avoided any problems, and the patient status was reported to be fine, with no ill effects.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.